Event description:
It was reported that "the user squeezed the trigger, but the staple was not fired during use. He/she replaced the stapler with a new unit, but the same issue occurred. Therefore, the third unit was used to complete the procedure. No injury to the patient occurred." 2 devices involved. Associated mdrs: 3003898360-2026-00030.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.